Event description:
During a tavr procedure, the 26mm valve landed too ventricular, resulting in central aortic insufficiency (cai). Following deployment of the valve the patient went into complete heart block (chb). A second valve was placed, as well as a permanent pacemaker (ppm). Pre-screening CT revealed a low left coronary artery (lca) to annulus height (9.1mm). In addition, the aortic annulus was measured at 28.6 mm x18.8 mm, with a mean diameter of 23.7 mm. The initial valve was aligned roughly 40/60 aortic/ventricular. The team was cautious to keep the valve in place using a slow two step inflation. It appeared that they anticipated an upward movement and slightly pushed the valve in. This resulted in the valve being deployed 20/80 a/v with cai. Post deployment, the patient developed chb and the team decided to implant a ppm following the procedure. The second valve was aligned and deployed 50/50 within the initial valve. Final tee revealed no cai and no paravalvular leak (pvl). After placement of the ppm, the patient left the room in stable condition and was doing well.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In addition, per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the ventricular malposition was reported as operator movement of the delivery system during deployment. The cause of the heart block cannot be confirmed; however ventricular placement of the valve, and patient factors (a fib, cad, CABG), in combination with the procedure itself likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.